Event description:
The manufacturer representative reported that the caregiver stated there was a ¿poa¿ message on the remote. It was reviewed that there was no message like this and it was likely a power on reset showing. It was unknown if it was an informational or warning power on reset. The representative was going to review the type with the caregiver and if needed meet to clear the message. The indications for use were spinal pain and failed back surgery syndrome. No patient symptoms reported.